Event description:
It was reported to boston scientific corp that during an anterior pelvic floor repair procedure using an uphold vaginal support system, the dilator bunched, and the needle detached from the mesh leg assembly, when the physician was attempting to pull the suture with the capio device after throwing it through the pt's tissue. No info is available with regard to whether the needle fell inside or outside the pt. The physician completed the procedure using another uphold vaginal support system. There were no further complications to the pt, who is reportedly "fine" post-procedure.

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.